Event description:
Reportedly, after firing, the anvil did not tilt. No abnormalities were noted and the procedure was completed. Four days post operatively, bleeding was confirmed from the anastomosis site. A reoperation was performed. Procedure:colectomy end to side anastomosis.